Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implantable neurostimulator failed and was explanted and replaced. No further info was reported. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.